Event description:
It was reported the device was used during a v.a.t.s. (Biopsy) procedure. It was reported by the rep. Instrument closed on lung tissue, but black trigger wouldn't fire. Difficulty then experienced in opening jaws. A second instrument tried same thing happened. Opened chest to complete the biopsy (this was the first time this surgeon tried the instrument, in source's absence. The theatre stage suggested incorrect usage. However, source was present for dr's next biopsy, and the instrument fired but was extremely difficult to open--source scrubbed and attempted to release the jaws. Eventually uf managed to force them open, rep suggested ez45g for his next case.